Manufacturer narrative:
Response to h3: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving false negative results for his wife, himself and their daughter when using the cue covid-19 test for home and over the counter (otc) test. This report is to document the false negative result obtained for the wife. Individual received a false negative result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Individual tested positive on (B)(6) 2024 with a sars-cov-2 pcr test at their doctors office. Customer states wife was exposed on (B)(6) 2024 and was exhibiting symptoms at the time of the test. Cartridges were stored within the validated temperature range.